Manufacturer narrative:
Results of investigation the suspect touch screen assembly and switch panel membrane were routed to the failure analysis lab where the reported issue was reproduced. The touch screen was found to have the ribbon cable partially detached from the touch screen causing the screen to be unresponsive to touch and the switch panel was found to have damage inside the membrane causing the switches to be unresponsive.

Manufacturer narrative:
(B)(4). Results of investigation: the unit was returned to the factory service center for repair where the reported issue was reproduced and isolated to the failure of the front panel. In the event additional information is received a follow-up report will be submitted at that time.

Event description:
The customer stated that during pre-use the touchscreen display is unresponsive to touch commands. There was no patient involvement in this incident.